Manufacturer narrative:
An analysis of the software log confirmed the reported issue. Method code grid has been updated - historical data analysis has been added.

Event description:
The customer contacted stryker to report that their device would unexpectedly shut down. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue but unable to duplicate. The battery pins and battery wire harness were replaced as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would unexpectedly shut down. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.